Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73g1900094 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor was using ae05 on two separate laparoscopic cholecystectomy procedures. In the first case the clips began jamming after firing a few clips without issue. Once the clips jammed, even after cycling through several clips the applier could not be recovered and we had to open a second one. In the second case it seemed as though a wire on the side of the applier had come loose which was inhibiting the clips from being deployed appropriately. Again, we had to open a second applier. Both were from the same lot.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent and no clip in the first position of the channel. A broken piece of a clip was also observed in the channel. The sample appears used as there is biological material present on the device. Reference file(B)(4) for investigation photos. First, the broken piece of the clip was removed from the channel. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. Another attempt was made and this time, the clip was able to load properly and was successfully applied to over-stressed surgical tubing. On the next attempt, no clip fired again. The sample was disassembled to inspect the internal components. No further damages were found. The sample was received with 2 clips remaining in the channel, indicating that 13 clips were fired by the end user. The bent rotation tab, broken clip and clips being out of position are indications that the clips were out of position and stacking on one another in the channel. The clip stacking prevented the clips from firing properly and could prevent the clips from loading into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. Reference file anp1900073065 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from firing properly and could prevent the clips from loading into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The reported complaint of "clips jamming" was confirmed based upon the sample received. The sample was returned with the rotation tab bent and no clip in the first position of the channel. A broken piece of a clip was also observed in the channel. Upon functional inspection, only one clip was able to fire properly out of three attempts. No clips fired on the other two attempts. The bent rotation tab, broken clip and clips being out of position are indications that the clips were out of position and stacking on one another in the channel. The clip stacking prevented the clips from firing properly and could prevent the clips from loading into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that the doctor was using ae05 on two separate laparoscopic cholecystectomy procedures. In the first case the clips began jamming after firing a few clips without issue. Once the clips jammed, even after cycling through several clips the applier could not be recovered and we had to open a second one. In the second case it seemed as though a wire on the side of the applier had come loose which was inhibiting the clips from being deployed appropriately. Again, we had to open a second applier. Both were from the same lot.